Event description:
It was reported that the user experienced recurrent daytime low blood glucose after a lower cgm target was set during the day, with troubleshooting and education provided and a plan to contact clinical decision support to adjust therapy targets; blood glucose was in range at the time of the call. Symptoms included hypoglycemia. Outcomes included use of oral glucose. Investigation included review of device settings and user-reported history. Investigation of this case revealed that hypoglycemia occurred in temporal association with a lowered daytime cgm target; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.